Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the probe was not returned for evaluation. Per the event description, it was noted that the tissue was dense, therefore it is possible that patient factors contributed to the event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: precautions: do not use the finesse® ultra biopsy probe without the integrated coaxial cannula. The integrated coaxial cannula may be removed after the biopsy to retain a track to the biopsy site when placing a tissue marker. The finesse® ultra breast biopsy system should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Potential complications: potential complications are those associated with any percutaneous removal/ biopsy technique for tissue collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. As per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure into very dense tissue, that on the third sample acquisition the driver went to red lights flashing and the needle became stuck on the breast tissue. The coaxial was used to sever the tissue and the needle was removed. The procedure was completed with a different biopsy device. The coaxial was not retained during the exchange of the devices. There was no patient injury reported.